Manufacturer narrative:
Device is not explanted. Device is not expected to be returned for manufacturer review/investigation. Therapy date is unknown. Concomitant devices reported: unknown spine hardware c6-c7 (part # unknown, lot # unknown, quantity # unknown). Pro-disc c was implanted at multiple levels and cervical fusion; the information in this complaint record reasonably suggests that a device malfunction did occur and regardless of misuse, the device may have caused or contributed to a serious injury. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient has experienced severe pain following a prodisc-c procedure at c4/5-c5/6 on (B)(6) 2015. She had an extended stay post procedure due to extreme pain of the neck through the shoulders. The patient is an emergency room (ER) nurse; she was ten months into her career when the cervical injury occurred requiring the prodisc-c surgery. The patient was seen by her neurosurgeon for follow-up at three months post-op. According to the patient, the surgeon dismissed her. Magnetic resonance imaging (MRI) from this period showed disc osteophyte complexes at c4-c6. Prior to this, the patient underwent c6-c7 fusion on (B)(6) 2012 due to disc herniation. Presently, the patient describes being in constant debilitating pain, as if she is being electrocuted. The patient is also experiencing breathing difficulties. She went to the emergency room (ER) on friday, (B)(6) 2017 for treatment. This has been worsening over the past few weeks. The patient discovered a class action lawsuit involving prodisc-c and/or recall of the device online. She is seeking additional information regarding this. The patient is certain that she needs a removal of the devices and is researching neurosurgeons in the boston area. She is presently not in possession of any medical records, but will request from the neurosurgeon¿s office. This report is for one part record for two (2) unknown prodisc-c implant. Concomitant devices reported: unknown spine hardware c6-c7 (part # unknown, lot # unknown, quantity # unknown). This report is 1 of 1 for (B)(4).